Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx2.00in straight bc catheter kink/bent it was reported by customer that ivs are too soft and twisting in pts vein. See attached report. Verbatim: complaint received via email(s) attached. Ivs are too soft and twisting in pts vein. See attached report.

Event description:
Material #: 386864; batch#: 3361269. It was reported by customer that ivs are too soft and twisting in pts vein. See attached report. Verbatim: complaint received via email(s) attached. Ivs are too soft and twisting in pts vein. See attached report.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. On the returned used actual sample, observed catheter tubing slightly bent, no damage or uneven surface on tubing. The bent catheter tubing was most likely due to product application, as the sample was used. It was unlikely that the bent tubing was caused by assembly process, as it would cause cannula pierced through tubing if it occurred during assembly process. As the sample was used, actual root cause could not be determined. The nonconformance could have occurred out of the manufacturing facility during product application. As current control, there is an outgoing and in-process visual inspection to check for catheter tubing damage.